Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose levels of 300 to 500 mg/dl. The customer stated she had been experiencing high blood glucose levels for a few days prior to being hospitalized. The customer changed the infusion set twice prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.